Event description:
Philips received a complaint by the customer on the v60 indicating that the enter button is not responsive. The customer reported there was harm reported. The investigation is ongoing.

Manufacturer narrative:
H10: the customer reported there was no patient involvement at the time the issue was discovered. No repairs were completed by a philips service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. It was noted that the customer took responsibility and repaired the device themselves. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.